Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation (be) trial patient regarding an external neurostimulator (ens). Patient reported having urinary tract infection (uti) symptoms and is voiding every 10 minutes with pain. Patient was referred to their doctor. No device issue was alleged and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.